Event description:
It was reported that during the implant attempt, the helix was extended and then could not be retracted. The lead was removed and another lead was used to complete the procedure. No patient complication shave been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.